Event description:
According to the reporter, the device is displaying a service light each time it is powered on. No patient was associated with the reported problem.

Manufacturer narrative:
Physio-control evaluated the device and observed that the service led was illuminated, and several fault codes logged into device memory related to the system pcb assembly. Physio replaced the system pcb assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.